Manufacturer narrative:
The reason for this revision surgery was to remedy instability and pain experienced by the patient after 1 years, 0 months, 2 days in vivo. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with any of the components listed in the complaint. A review of the product complaint report history showed there has been 1 prior complaint reported against this part; this is the first complaint against this lot number. It was reported that the instability and pain experienced by the patient was due to a traumatic fall. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient had a right total hip arthroplasty done on (B)(6) 2014. There was no issues for the first 8-9 months, but he did have a traumatic fall. The patient has had increasing pain and instability. The surgeon revised the patient by removing the neutral 36mm acetabular liner, 36mm cocr head and the neutral offset sleeve. The acetabular shell and the taperfill stem were both stable. The surgeon put in a 44mm 10 degree hooded liner and a new 44mm cocr head with a +3.5mm offset sleeve. The patient was stable.